Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient has suffered and will continue to suffer severe and permanent physical injuries, endures substantial pain and suffering, significant expenses, economic loss and has otherwise been physically, emotionally and economically injured. Her injuries and damages are permanent and will continue into the future. No other information is available.